Manufacturer narrative:
The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and malposition

Event description:
Healthcare professional reported left side "capsular contracture, baker grade IV, device migration/implant malposition, correction of asymmetry, change shape/size/style" via national breast implant registry (nbir). Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.3a, d4.

Event description:
Healthcare professional reported left side "capsular contracture, baker grade IV, device migration/implant malposition, correction of asymmetry, change shape/size/style" via national breast implant registry (nbir). Device was explanted.